Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot that does appear to be associated to this event. A review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
An attempt to inflate the 5.5x100mm armada 18 balloon catheter was made; however, the balloon failed to inflate and a leak at the hub was noted. The procedure was successfully completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.